Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the observed adhesive peeling off the objective lens could not be determined, however, it is likely that the issue was due to repetitive use stress, external factors, or handling. The event can be detected by following the instructions for use which state: ¿chapter 3, preparations and inspections, 3.3 inspection of the endoscope¿. ¿inspection of endoscope¿ ¿6 check that there are no scratches, chips, dirt, or gaps around the lens on the tip of the lens.¿. Olympus will continue to monitor field performance for this device.

Event description:
Company representative sent a repair request reported with an issue of "tip leak " (air/water leakage from the distal end). No harm was reported. No patient harm, no user injury reported. Device evaluation found the adhesive part of the objective lens was peeled off. This report is being submitted due to the finding of adhesive part of the objective lens was peeled off (deterioration / breakage of the adhesive (chemical stress / physical stress) identified during device return evaluation.

Manufacturer narrative:
Initial reporter name and address: full name of the establishment (B)(6). The subject device was received and evaluated. Device evaluation found pinhole on a-rubber (insertion section, bending section) and due to pinhole, watertightness is lost (leakage was observed, air leak inspection failed) . The reported issue of "tip leak" could be confirmed. Furthermore, device evaluation found the adhesive part of the objective lens was peeled off. This condition could be attributed due to deterioration / breakage of the adhesive due to chemical stress / physical stress. Additionally, the following defects were identified during device inspection: adhesive on a-rubber (adhesive connection ) has a chip. Video connector case has a crack. Video connector case has a scratch. Due to damage on charge coupled device (ccd) unit, the image found with white dots. This indicated the image sensor pixel error occurs (cosmic rays/static electricity). Investigation is ongoing. This report will be supplemented accordingly following investigation.